Manufacturer narrative:
The following was received by the customer for complaint investigation: sample #2. Four used list #b3300, clave¿ neutral connector; lot #unknown ---> one used list #unknown, 4 port manifold; lot #unknown as received, sample #2, there were no physical damage or anomalies observed. This sample was tested, all ICU microclave pass dimensional and functional test per manufacturer specifications. The sample was leak-tested and leakage was noticed at atmosphere, and a crack was identified on one stop cock. The customer's complaint of leaking at the stopcock was confirmed. The probable cause of crack on stopcock manifolds was undetermined. Initial reporter phone numbers: (B)(6). Additional contact information: karla tapia buyer ktapia@choc.org (714)509-3353.

Event description:
The complaint/event involved a clave¿ neutral connector that was reportedly leaking jelly-like fluid on multiple connection sites when total parenteral nutrition (tpn) was running through the IV line at multiple connection sites. Although there was a patient involved, there was no injury or death. This report reflects the second of two occurrences.